Event description:
The patient was found unconscious and brought to the emer- gency room. The patient's intrinsic rate was "50ish". The patient went into "what appeared to be a torsade arrest" and was defibrillated and resuscitated. No pacer spikes were seen after that. The next day, the device exhibited a pacing rate of 150 ppm. At the last follow-up december 11, 2002, the patient was assumed pacemaker dependent as there was no intrinsic rhythm seen.